Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient with this lead was hospitalized for lipothymia without syncope. After interrogation it appeared there may have been a lead fracture. The physician decided to replace the lead. The lead was capped.